Manufacturer narrative:
Upon receipt of the subject device from the customer, it was determined that the device information provided in verathon's initial MDR was incorrect. The correct device information has been provided in section d of this follow-up report. A replacement glidescope core video cable was provided to the customer and the reported glidescope core video cable used during the reported incident was returned to verathon. Due to initial miscommunication between the customer and verathon regarding the subject cable, the returned video cable was mistakenly disposed of and therefore no evaluation could be performed. The cause of the reported issue could not be determined. Review of complaint history for the reported glidescope core video cable lot number "16670-1-3" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope core video cable does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image was intermittent. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.